Event description:
It was reported that during meniscus repair surgery, when the ultra fast fix was being used, t2 slipped out simultaneously after t1 was deployed. Ts were removed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Approximately 12 inches of suture was also returned, no ts. The sutures showed no abnormalities. The condition of the device indicates the trigger was manually advanced causing to the simultaneous deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.